Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the white lumen ruptured. It was further reported that the device was scheduled to be removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturer review: a lot review was not performed since no product lot number was provided by the complainant. Investigation summary: the device was not returned. The investigation is inconclusive as no objective evidence was provided for review. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the white lumen ruptured. It was further reported that the device was scheduled to be removed and replaced. There was no reported patient injury.